Manufacturer narrative:
Product event summary: analysis found that the power supply was out of specification. As a result the power supply was replaced.

Event description:
It was reported that there was a blank screen suddenly when the programmer was running. The programmer was returned for servicing. There was no patient involvement.